Manufacturer narrative:
Approximate age of device - 1 year and 7 months. Visual inspection of the returned patient cable revealed a kink in the power module connector portion of the cable. The root cause of the damage could not be conclusively determined, but appeared to be a result of handling. The returned cable was connected to laboratory test equipment and was able to support a test system at a set speed without any issues, even when the power cable was operated on each individual power connector. The cable supported the test system as designed during testing. No atypical alarms or parameters were reproduced during testing. Additional testing of the cable revealed slightly larger than expected resistance values in multiple wires, indicating early stages of conductor breakdown in the cable. These increased resistances were not significant enough to result in any alarms or to affect system function. The investigation could not correlate the events captured in the submitted data log file with a patient cable related issue. As a result, the root cause of the captured drops in pump speed, pump stop event, and power elevations, could not be conclusively determined. However, based on previous complaint experience, such events could be a result of driveline wire compromise. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018 the patient stepped on power module cable causing a kink on the cable and alarms occurred. The alarm resolved as the patient took feet off the cable. No other alarm was observed until monday when the patient came to the hospital reporting intermittent alarms from the controller when connecting to the power module. A kink was observed in the driveline. The controller power connection also had a small kink to the cable but the integrity appeared to be intact. It was reported that x-ray images were unremarkable. The patient was asymptomatic, and the alarms resolved with the exchange of the power module patient cable. Log file analysis by the manufacturer's technical services confirmed pump stoppages. No additional information was provided.